Manufacturer narrative:
H6: investigation: a physical sample was not available for investigation but bd was provided with a video of the issue for evaluation. A review of the device history record was performed for the reported lot, 1099458, and no quality issues were found during production. Our quality engineer reviewed the provided video and observed there was a leak between the catheter/adapter connection. Based off the provided video the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for investigation a definitive root cause could not be determined.

Event description:
It was reported when using the bd angiocath¿ IV catheter there was leakage at the connection site. The following information was provided by the initial reporter. The customer stated: "the nurse in ICU reported fluid leakage at the junction between the catheter tubing and the catheter tubing during use."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd angiocath¿ IV catheter there was leakage at the connection site. The following information was provided by the initial reporter. The customer stated: "the nurse in ICU reported fluid leakage at the junction between the catheter tubing and the catheter tubing during use."